Event description:
Following breast biopsy procedure using a mammotome biopsy device, md inserted gel mark device into mammotome probe. Md admitted that the gel mark aperture was not in alignment with mammotome aperture, which forced pellets into the mammotome chamber, and may have caused the tip to be forced out the aperture. When gel mark applicator was removed from the mammotome, it was noted that the tip had sheared off. It is unknown if tip is in patient's breast. No patient adverse effect.